Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope introductory tube was crushed, and there were pixel errors in the image. The device was returned for evaluation. During the evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to foreign material, the additional evaluation findings are as follows: switches 3 and 4 would not work due to corrosion. The base plate had corrosion due to water leakage, the scope connector case unit had a crack, the circuit board unit in the suction connector had corrosion due to water leakage, the plug unit had discoloration due to water leakage, and the cable unit had corrosion due to water leakage. Due to damage on the charged coupled device unit, the image had white dots; the connecting tube had a dent, and the universal cord had a peeling coating. The investigation is ongoing. A supplemental report will be submitted upon its completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer noted the device was reprocessed before returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user mishandling. However, the definitive root cause was unable to be determined. The foreign material appeared to be greenish material resembling a silicon tube. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.